Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange due to concern with product. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and exchange due to concern with product. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion, opening curved on posterior and creases fold. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
The device has been explanted and replaced.